Event description:
It was reported that a leakage has been observed under the adhesive part during the infusion; usually 1 hour or 2 hours after. The patient didn't confirm exactly when the leakage occurred because the patient's husband noticed that the leakage was present when the tshirt was wet. During the preparation of the catheter, they noticed that the adhesive part was correct. They confirmed the adhesive part stuck very good on the skin of the patient. During the removal, they noticed the cannula was folded. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found that the all the samples were received with the skin adhesive stuck on the white cap, one sample was received without the base and cannula. During functional testing, no leaks were detected in the samples. During a review of the production floor, four samples of the production floor inventory were taken to perform testing. No leaks were detected during testing. Production personnel takes four units at the beginning of the shift, at the beginning of each batch, at least every three hours to perform the leak testing. Production personnel verifies one hundred percent that parts not be damaged (including scratches) or distorted and or warped. Quality control performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. However, the root cause of the reported issue was due to the excessive voids in the static bond on the patch which may be inherited in the raw material or created during conversion and or assembly processes. Voids in the static bond are measured by air inspection after assembly to evaluate acceptable lift. The methods for containing non-conforming product and maintaining conforming product throughout sterilization and distribution is inadequate. Incoming lots are inspected and rework process is in place. Also, a corrective and preventative action has been opened to address the reported issue.